Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer successfully reset the pump themselves after experiencing a second alarm and was provided with additional reset information by technical support. The customer will seek further assistance if the issue continues.